Event description:
It was reported that the device is raising out of the patient's chest and it is tender. Patient is concerned that the device is moving and it will not work appropriately if needed. Patient also reported that the device has "raised up half an inch" and physician told him that there was "fluid he could draw off in a month". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.